Event description:
During a procedure to remove thrombus from the right cephalic vein, the guidewire could not be advanced into the patient's vessel without difficulty. Upon withdrawal of the guidewire, the coil of the wire tip was noted to be unravelled. The target vessel was reported to be free of tortuosity. There was no report of patient injury. The product was returned for analysis, and analysis noted the corewire of the distal tip to be completely fractured.